Event description:
It was reported that when using the footswitch to move the x-ray arm down the "x-ray arm dropped down suddenly." No injury reported. A field engineer was dispatched to the site and determined the footswitch needed to be replaced. Once this was completed the system was working as intended.